Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise. Programming changes were suggested but no intervention was reported. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.